Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two months post the patient¿s generator change out procedure a pocket infection occurred. The impl antable cardioverter defibrillator (ICD) system was explanted. Cultures were taken and antibiotic treatment was necessary for the patient. A new ICD system was implanted approximately a week later. No further patient complications have been reported as a result of this event.